Event description:
It has been reported to philips that there was no video in the procedure room. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that there was no video in the procedure room. As a part of troubleshooting the fse performed diagnostics for video problems. Fse replaced the x ray video splitter. After replacement, the system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code and evaluation method code was/were corrected.